Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017- 01889. Note: the patient received two leads with the same lot number for device 1. The patient received two leads with the same lot number for device 2. It was reported the patient's stimulation is not receiving relief from the migraines. It was also noted the patient does not like the feel of the stimulation. The patient was referred to the implant surgeon.